Event description:
The scrub nurse requested for more 4x4 sponges. One pack of sponges was opened and scanned into the surgicount machine before tossing it onto the field. The surgicount scanned 10 sponges into the machine with the qr code. However, the scrub nurse and rn did a manual count and we only counted 9 sponges in the pack. We counted the pack several times and continued to come up with only 9 sponges. All sponges were correct and scanned out at the end of the case but because there were only 9 sponges present and 10 scanned into the surgicount, the surgicount shows a count discrepancy but our manual count is correct. The surgicount machine was closed out and left with a note describing the discrepancy. The 4x4 reference number is 0612-244-160. Lot number is 0696. There was no harm in this event.